Event description:
A surgeon reported unexpected post-operative refraction for a pt following cataract surgery. The intraocular lens (iol) was removed. The association of this event and the iol is not known. More information is being sought.